Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head b3: event date is the publication date of the article. G2: foreign - event occurred in sweden. G2: literature - pejic, a., mukka, s., sward, p., jobory, a., & leonardsson, o. (2025). Lower dislocation rate in total hip arthroplasty for femoral neck fracture after transition from a conventional cup to a dual mobility cup. Injury, 56(8), 112539. Https://doi.org/10.1016/j.injury.2025.112539. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a journal article that a patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient experienced at least one dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.